Manufacturer narrative:
Additional information: it was reported that mi occurred in lcma, lcx, 1st om and graft 1st diagonal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx drug eluting stents were implanted; one in the 1st diagonal graft, one in the cx and one in the left main cec re-adjudicated mi of the target vessel, the lcma, cx, 1st obtuse marginal and the 1st diagonal graft.